Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. The camera and the bisector would fit in the cannula by themselves but they would not fit into the cannula together as expected. This prevented the physician assistant from harvesting vein with that device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25132499, 25132532 and 25132640 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history harvesting tool and cannula was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. Vasoview hemopro 2 was return inside the cannula. Endoscope was not return for investigation. Vasoview hemopro 2 tool was seen completely inserted inside the cannula. No visual defects were observed on the jaws. The shaft of the hemopro tool was observed to be bent at the base of the shaft tip. No visual defects were observed on the c-ring and cannula. To test the fitting problem with the endoscope, a mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. A second investigator was also able to insert and retract the same reference endoscope with no difficulty. To test the fitting problem with the vasoview hemopro 2 tool, a mechanical evaluation was conducted. A reference vasoview hemopro 2 was inserted and retracted without any observed difficulty. The device was evaluated five times for the tool's ability to fit inside the cannula. A second investigator was also able to insert and retract the same reference vasoview hemopro2 with no difficulty. Based on the return condition of the device and the evaluation results, the reported complaint for the reported failure modes "mechanical issue; fitting problem with scope" and "mechanical issue; fitting problem with cannula" was not confirmed, but was confirmed for the analyzed failure mode "bent shaft". The certificate of conformance was unable to review for the analyzed failure "bent shaft" as the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. The camera and the bisector would fit in the cannula by themselves but they would not fit into the cannula together as expected. This prevented the physician assistant from harvesting vein with that device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.